Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress from use, external factors, or handling. However, a definitive root cause of the reported issue could not be determined. The event can be detected and prevented by handling the device in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection 3.3 endoscope inspection" as follows. ¦ inspection of entire endoscope 3. Cracks, dents, bulges, edges, scratches, metal wires protruding from inside, protrusions, sagging, deformation, bending, adhesion of foreign matter, falling parts, etc. On the outer surface of the entire length of the insertion tube, including the curved part and tip. Visually check that there are no abnormalities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that the plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found light guide lens was burnt; adhesive on bending section cover was detached; connecting tube had a dent; the connecting tube, scope connector cover, universal cord, insertion tube rotating ring, switch box, up/down angulation lever plate, angulation lever, grip, scope cover, and control unit had a scratch. Due to a chip on distal end, the water tightness was lost. Due to a cut on bending section cover, water tightness was lost. There was no electrical continuity due to damage on distal end. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to damage on charged coupled device unit, foggy image occurred. Due to burn on light guide bundle, narrow band imaging observation image is not bright enough. Due to breakage of light guide bundle, narrow band imaging observation image is not bright enough. Due to burn on light guide lens, illumination was uneven. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.